Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels of 697 mg/dl. The customer stated that his insulin pump was vibrating unlike before. The customer also stated that she received a no delivery alarm. The customer's blood glucose at the time of the call was 241 mg/dl. Assisted customer in performing a five unit fixed prime, and the insulin did not exit. Later during troubleshooting, the insulin was able to exit with the manual prime. Advised customer that her insulin pump was working as designed. Explained that the alarm was caused by an infusion set or reservoir occlusion. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.